Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels ranging from 45 mg/dl to 52 mg/dl. Reportedly, customer overcorrected via bolus delivery. Additionally, customer believes personal profile settings needed to be adjusted. Bg was addressed via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.